Manufacturer narrative:
(B)(4). The device was manufactured july 9, 2014 to july 14, 2014. Evaluation summary: the sample was received for evaluation. A visual inspection identified a white particle approximately 1.29 mm in length, floating in the reservoir. A fourier transform infrared spectroscopy scan determined that the particulate was acrylic. The cause of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside the reservoir. The device contained ceftazidime. This was noticed before use. There was no patient involvement. No additional information is available.